Event description:
Device received from medtronic returned goods in large batch. Two non-biotronik lead fragments are still connected to the generator. No oos or reason for explant received.

Event description:
Device received from medtronic returned goods in large batch. Two non-biotronik lead fragments are still connected to the generator. No oos or reason for explant received.